Event description:
It was reported that during a thyroidectomy procedure, the device was not cutting tissue as fast as usual in thick tissue. Switched to another handpiece to complete the case. Completed the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: the device was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.